Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; stent: 3.5 x 15 mm xience alpine, 3.5 x 12 mm xience alpine. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The (2) xience alpines referenced are being filed under separate medwatch reports. (B)(4).

Event description:
It was reported that the procedure was to treat a bifurcation lesion at the mid left anterior descending (lad) artery and the second diagonal (d2) artery. The first sion blue guide wire was attempted to be advanced to the d2, but could not cross due to the anatomy. The guide wire was pulled back and advanced to the lad successfully. The second sion blue guide wire was then attempted to be advanced to the d2, but could not cross due to the anatomy and was removed. With the first sion blue guide wire still in the lad, the 3.5 x 15 mm xience alpine stent delivery system (sds) was advanced without issue, and the stent was deployed at 18 atmopsheres (atm). During removal of the sds, resistance was noted with the guide wire, but was successfully removed. Angiography was performed and a distal lesion was observed in the lad. The 3.5 x 12 mm xience alpine sds was then advanced over the same guide wire and successfully deployed at 20 atm. During removal of the sds, heavy resistance was noted with the guide wire; therefore, the devices were removed as a single unit. The procedure was then completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned sion blue guide wire revealed that the coil was bent 3 mm from the tip end and was deformed in a curved shape within the tip approximately 10 mm. No other notable deformation or irregularity was observed. The guide wire diameter was inspected and met product specifications with no discrepancy. The condition of the hydrophilic polymer coating was inspected and no other notable irregularity was found. The reported resistance with the first xience stent delivery system (sds) and with the second xience sds where the sion blue was continuously used is possibly related with the bend of the guide wire. The timing of the occurrence of the bend could not be identified, consequently, including the possibility of other causes and circumstances. The cause of the reported resistance could not be determined with the provided information and the investigation of returned device. The warning section of the instructions for use (IFU) describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action.